Event description:
It was reported, the patient had a loss of therapeutic effect and felt no stimulation sensation. It was also reported, the patient had not felt stimulation for about one month prior to report. The patient stated, their programmer only showed the battery light on even when the device was turned on and off. Eight days later, it was reported the patient still had no stimulation sensation and their screen showed question marks. It was reported there was a possible power-on reset condition and the therapy impedances were greater than 4,000 ohms. It was also reported, the voltage was set to 2.64 volts and contacts 3 and 4 had impedances greater than 4,000 ohms. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 7435 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID: 3998 lot# la5256, implanted: 2002 (B)(6), product type lead product ID: 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s physician had no information. Additional information received about a week later reported the patient was still having concerns with his device or therapy but was working with his doctor and/or manufacturer representative.

Event description:
It was stated that the patient figured that the generator was dead.